Event description:
It was reported that the MFR rep measured impedances over 4,000 ohms following the replacement of an implantable neurostimulator and a lead. It was noted that motor responses using the j-hook/pt cable were all good, and the components were left in the body. Add'l info received reported that the pt was "zapped" during a programming session while she was waking up from anesthesia. Refer to MFR report # 3004209178-2011-07849 for previous device issues. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient¿s hcp indicated the revision was successful andthe patient had only had one reprogramming session since revision.